Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use. The home patient (hp) stated they were still connected to machine and the technical service representative (tsr) had the hp cycled the power before and gotten system error 2367 occurred, then the hp turned machine off. The technical service representative (tsr) had the hp turn machine on to press go to start and had the hp disconnect and remove the cassette the tsr explained the alarm and advised the hp that machine was okay to use. The hp would do a manual exchange in meantime. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (ps) contacted the home patient (hp) (B)(6) 2012 the regarding reported problem. The hp stated that this alarm occurred sometime in their 5th cycle. The hp stated that they checked everything; there was nothing unusual with the bags or with the cassette. The hp stated there were no leaks or anything so they are not sure what caused the alarm. The hp stated that they talked to their nurse regarding the alarm, and everything was okay. They stated they did not need any medical attention due to this alarm, and they are doing fine. They stated that with the new supplies they received therapy is going very well. The hp stated however recently they are receiving a check heater line alarm, where the solution bags are all empty and they are not getting their full prescribed fill. This writer suggested to the hp they communicate with their nurse regarding having empty bags and not being able to get their full final fill in. The hp stated that when this alarm occurs they just end therapy for the night. The hp stated they usually use 6l bags. The hp stated for both occasions they do not recall the lot number of the supplies, and they no longer have samples available. The hp stated other than that therapy is going well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.